Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by remote transmission the patient presented to the emergency department after receiving inappropriate shocks. It was determined the ventricular lead had over sensing, noise and high impedance. The lead remains in use. No patient complications were reported as a result of this event.